Event description:
The patient received her scs system, including an ipg, on (B)(6) 2011. It was reported that one of the lead contacts exhibited high impedance during intraoperative testing with the ipg. The lead allegedly did not exhibit high impedance using a trial stimulator. The physician tried reinstalling the lead several times. When the physician attempted to reconnect the lead to the ipg, the setscrew and silicone septum allegedly came out of the header. The ipg was explanted and replaced with another ipg. The physician used the existing lead, and no further patient complications were reported.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. As received, the ipg was missing the bottom set screw and septum. After replacing the missing set screw, the ipg passed all tests on the autotester. The complaint for high impedance was not confirmed. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.